Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and chronic back pain. After revision of previous back surgery, the patient needed an inferior vena cava (ivc) filter for protection against pulmonary embolism. According to the patient profile form (ppf) the patient experienced abdominal pain that lead to her going to the hospital. It was determined that the ivc filter was clogged. The filter remains implanted. The patient continues to experience stress and anxiety. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the legal team, the patient underwent placement of a trapease vena cava filter. Per the medical records, the patient has a history of deep vein thrombosis and chronic back pain. After revision of previous back surgery, the patient needed an inferior vena cava (ivc) filter for protection against pulmonary embolism. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to clogging of the filter and abdominal pain. According to the patient profile form (ppf) the patient experienced abdominal pain that lead to her going to the hospital. It was determined that the ivc filter was clogged. The filter remains implanted. The patient continues to experience stress and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusive thrombosis within the filter does not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient , including, but not limited to clogging of the filter and abdominal pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt, blood clots and thrombosis within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Abdominal pain also does not represent a malfunction of the device. Without available films or medical records for review we are unable to confirm correlation of the related complaints with the device. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to clogging of the filter and abdominal pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.